Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determined ta conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler device is currently not commercially available in the u.s.; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous and heavily calcified proximal right coronary artery that was 90% stenosed. Pre-dilatation was performed with a 3.0 x 15 mm non-abbott semi-compliant balloon dilatation catheter (bdc). A 3.5 x 12 mm traveler bdc was then used; however, the balloon ruptured at 10 atmospheres during its first inflation. Therefore, the device was replaced with a 3.5 x 12 mm non-abbott bdc to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.